Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements higher than 200ohms in the right ventricular (rv) channel. Technical services (ts) reviewed the data and noted that there had been a sudden spike since impedance measurements had been stable previously. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements higher than 200ohms in the right ventricular (rv) channel. Technical services (ts) reviewed the data and noted that there had been a sudden spike since impedance measurements had been stable previously. This crt-d remains in service. No adverse patient effects were reported.